Manufacturer narrative:
The technician replaced the brake pedal, and the brake casters to resolve the issue.

Event description:
The technician alleged the brakes will set but the brake casters are not holding. No patient impact.